Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. No motor error alarms were noted. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm could be verified due to alarms during the prime test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump during basal delivery. The customer's blood glucose level was not known. During trouble shooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer uses the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to backup plan. Nothing further was reported.